Manufacturer narrative:
Ahn cm, hong bk, kim jy et al. Incidence and natural history of coronary artery aneurysm developing after drug-eluting stent implantation. American heart journal 2010;160(5):987-994. Device is combination product. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, a myocardial infarction, very late stent thrombosis and a coronary artery aneurysm occurred. The patient presented with a myocardial infarction with no st elevations. The greater than 70% stenosed type c lesion was located in a right coronary artery that had a vessel diameter equal to or greater than 2.5mm. A taxus express2 stent of unknown size was implanted in the lesion. No patient complications were reported. The patient was placed on clopidogrel and aspirin. Approximately 106 days later, the patient presented with a myocardial infarction with no st elevations, very late stent thrombosis and a coronary artery aneurysm of multiple saccular morphology. The aneurysm was identified during emergent follow-up angiography. The patient was medically managed. It was also noted that the patient was compliant with antiplatelet therapy at the time of the event.